Event description:
A review of programming and diagnostic data was performed. A programming anomaly was observed that occurred on (B)(6) 2010, which was not corrected until the next appointment.

Manufacturer narrative:
Analysis of programming history.